Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for cerebral palsy and intractable spasticity. The consumer reported infection symptoms. The patient experienced sudden infection symptoms, the infection was located in the pocket. The infection was confirmed but the strain was unknown. It was noted that the infection was associated with trauma; reportedly, the infection was caused by the patients teacher grabbing the patient out of his wheelchair by the patients stomach where the pump was located. The total system was explanted. It was noted that the patient functioned well with the pump. At the time of this report, the patient was taking 40mg of oral medication and was still stiff like a board. The consumer requested for physician listings and was to call the listings because the patient wanted to have a pump again.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.